Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for follow-up. Increased pacing impedance and capture threshold were observed. The impedance rose over the past 6 months and was abrupt and not gradual. There was no noise observed on the lead nor was any producible with provocative movements. The patient will be sent for a chest x-ray for further evaluation. Patient is stable and will be monitored with routine follow-up.